Event description:
Customer reported: there was a pilot balloon failure. Failure occurred during pretesting prior to use on pt.

Manufacturer narrative:
(B)(4). The sample associated to this report is currently in transit to the mfg site for analysis.